Manufacturer narrative:
Result: siderail.

Event description:
It was reported by service report that the siderail is not latching. It is unknown if there was patient involvement or if there are adverse consequences to report.